Event description:
It was reported that there was an access site infection. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. At an unknown time post procedure, it was reported that the patient had an infection at the access site. The patient was put on antibiotics to treat this event. The patient has since fully recovered from this event.